Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and the lead was within specifications.

Event description:
It was reported that the patient presented to the hospital due to chest pains one week after implant. X-ray exam showed the rv lead perforation. Upon interrogation, the lead impedance had decreased, all other measurements were in range. The lead was explanted and replaced.